Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Correction - the checkmark designating intervention that was previously reported no longer applies. The previously reported patient code (B)(4) was removed and replaced with (B)(4) as it no longer applies. The previously reported conclusion code was removed as it no longer applies.

Event description:
Information was received from a company representative regarding a patient who was receiving an unknown medication via an implantable pump. The pump was currently delivering saline. Indication for use was spinal pain. The date of the event was unknown. It was reported the patient became "too freaked out having a device in her" and decided she did not want any foreign devices in her and just wants it out. The pump had been helping her and she had been getting 50-60% pain relief. No symptoms were reported. The pump and catheter will be explanted on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.